Event description:
It was reported that during the explant of the device for normal battery depletion, it was discovered that there were "defects" of all three previously implanted leads. Subsequently, all leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant: product ID d354trg implantable cardioverter defibrillator (ICD)  407652 implantable pacing lead product ID 693165 implantable tachy lead. (B)(4).